Event description:
Patient reported experiencing elevated blood glucose (600 mg/dl). Patient indicated that on two occasions he went to the hospital and was given IV fluids and insulin. Patient indicated that he and his physician did not believe the device was delivering the correct amount of insulin. Pt indicated that he was not using the infusion sets as recommended. Patient indicated that he used the infusion sites for at least 4 days and the tubing until it occluded.